Event description:
Implant had a hole in packaging (both wrappers), which caused a 55-minute surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.